Event description:
Hunter imaging group provides an extensive range of diagnostic imaging services at 15 locations across (B)(6). On (B)(6) 2013 the(B)(6) reported to agfa that they were having issues storing studies to impax but stated there was no clinical impact at the time of the call. It was not until (B)(6) 2013 after agfa determined, through an investigation with microsoft technical support and (B)(6), that we became aware a reportable event had occurred. It was determined that the symantec end point anti-virus software (sep) was causing memory leaks that in turn resulted in impax freezes/crashes throughout the enterprise. Microsoft requested the removal of the antivirus software. They also implemented hotfixes for the operating system that address memory leak problems. The antivirus was removed by (B)(6). This was left off the system for approximately 5 days. When the antivirus software was re-installed, the system again stopped responding at an operating system level bringing down impax and all associated applications. The sonic it group again removed the antivirus software, re-installed with only the antivirus and spyware feature. This excluded the installation of proactive threat protection and network threat protection. The system has been working flawlessly without fail since implementation. There has been no impax failure associated with this issue. There is no confirmed report of patient harm. In a clinical impact questionnaire completed by (B)(6), he stated that a patient had died during an episode of impax downtime. However, he was not able to confirm or deny that the impax downtime contributed to the death of the patient. In communication with the engineering manager, he wrote: ¿it is worth mentioning, the fact that a patient has deceased during the outage doesn¿t necessarily link the two together¿ and subsequently stated that this information could not be provided by the site. The customer is waiting for the report from symantec to close their event. Agfa is reporting this event as impax downtime can lead to delays in diagnosis and/or treatment. It is an expectation of sites to provide care in any event or downtime. Although not likely to occur; these delays could lead to serious injury or death.